Event description:
From dr. (B)(6) description - (B)(6) 2014 - when he pushed start on the laser, it blew up in his hands and something hit him in the face, cutting his forehead. Dr. (B)(6) claims the hand that was holding the laser sustained a percussion injury.

Manufacturer narrative:
Dr. (B)(6) call on (B)(6) 2014 was not to report an injury but to request erchonia's liability insurance info. This was the first time erchonia heard of the injury. (B)(4) asked a number of relevant questions such as, when did the injury occur, why was it not reported in (B)(6), what was the severity of the injury, are there any pictures of injury, what were the dates and results of treatment, etc. Dr. (B)(6) could not provide this info on the phone, so (B)(4) requested a detailed account be authored an sent. Since dr. (B)(6) stated he reported the injury to repair, (B)(4) stated she needed to investigate. There is no recorded info that dr. (B)(6) reported an injury to erchonia in (B)(6), either in erchonia repair records and/or dr. (B)(6) records. Additionally, in review of the repair reports, there is no evidence that the device blew up. The device was sent to erchonia intact. The only evidence of damage was the plastic overlay was torn/ripped. Internally a piece on the pcb was blown, however the enclosure was not compromised and no pieces were missing. There was no evidence that anything was projected from the device.